Manufacturer narrative:
Batch review performed on 10 october 2019. Lot 1900222: (B)(4) items manufactured and released on 09-apr-2019. Expiration date: 2024-03-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Another device involved in the event: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 lot. 1901945 (k112115). Batch review performed on 10 october 2019. Lot 1901945: (B)(4) items manufactured and released on 17-jun-2019. Expiration date: 2024-06-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner and the head 1 week after primary. The surgery was completed successfully.